Manufacturer narrative:
H3-device evaluation: lens returned in a microcentrifuge with moisture. Visual inspection found haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. (B)(4)

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -7.50/1.0/002 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6)2024 the lens was exchanged for a shorter length lens due to excessive vault refractive surprise . The exchange resolved the problem. Cause was reported as unknown.